Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: evaluation revealed that the keypad was intact but the keypad was worn. The audio bolus button cover was intact but the button was unresponsive. Evaluation revealed that all of the keypad buttons were unresponsive. There was contamination found under all contacts and all key contacts are misaligned. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts. This report is made based on results of investigation completed on (B)(4) 2012.